Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed a 5 day endurance test and tried to simulate the situation. The fse did a full system check and found no issue. The fse returned the iabp to the customer and released the unit for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) powered off and gave an audible alarm. The iabp was replaced and therapy was able to continue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed a 5 day endurance test and tried to simulate the situation. The fse did a full system check and found no issue. The fse returned the iabp to the customer and released the unit for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.